Manufacturer narrative:
Other applicable components are: product ID: 9735737, serial/lot #: (B)(4)if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection procedure. It was reported that there was an alleged inaccuracy. The site registered with the patient in a lateral position, got a 2.6 metric, and were accurate superficial to the bone. The inaccuracy occurred when down in the cystic tumor area. When they navigated to the tumor, the surgeon could not see it. The surgeon removed some more bone about 2-4 millimeters superior from his location, went down a different approach, and then could see the tumor. They went to their checkpoints they stored and were still accurate there. The manufacturing representative noticed the patient was scanned with headphones on and had obvious indentations on the skin. The majority of the trace pattern was in this area. It was recommended to the manufacturing representative to follow up with radiology to use ear plugs or some other solution that would not affect patient anatomy. There was a less than one hour delay to the procedure and no impact to patient outcome as a result of this issue.

Manufacturer narrative:
Information corrected to reflect extra bone removal noted in initial report. Patient code corrected to reflect extra bone removal noted in initial report. A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that there was no indication that a software anomaly contributed to the reported behavior. Archive investigation supported the initial observations of the manufacturing representative, in that there is unnatural pressure applied to both sides of the face, possibly caused by headphones or a headrest. The resulting indentation of the face could have hindered the accuracy of the registration since the site attempted to trace on the sides and back of the head. The software appeared to be working as designed. Fdm 10, fdr 213, fdc 4310 apply to this analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. At the time of the system checkout, the system per formed as intended. If information is provided in the future, a supplemental report will be issued.